Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of pulmonary carcinoma, when the surgeon disconnected pulmonary parenchyma, the staple formation was incomplete and there was incomplete staple line on the distal end and was fixed by hand sewing. Replaced by a new device to complete the case. There was no patient injury.